Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, instruction for use (IFU), and risk management file (rmf). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation are abutment screw is not torqued to specification, inadequate treatment planning, misunderstood or overlooked instructions for use. Therefore, based on the available information, device malfunction could not be verified, and the reported event was non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided; patient sex unknown / not provided; weight unknown / not provided; date of event unknown / not provided; lot number unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment continues to become loose. The doctor has repeatedly changed out screws and re-tightened.